Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/bso, adhesiolysis and hall bands cautoplasty. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to urethral mesh exposure/extrusion, erosion, vaginal scarring, vaginal pain, pelvic pain, dyspareunia, recurrent urinary problems, including leakage and urgency, organ perforation, neuromuscular problems, and other physical and emotional injuries. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).